Event description:
It was reported that: this patient had an angiogram with access on the right arm done the day prior and as a result was bruised on the right arm from fingertips to elbow. He came in the next day for a tavr procedure and was accessed on the right arm again. Cath lab had placed 2 radial pressure bands on the right wrist (2134812-2023-00016 vascband and 2134812-2023-00022 vascband). Pt developed a hematoma above the bands (mid to upper forearm). Manual pressure was held for a while and then staff placed another radial band more so on the upper forearm. Eventually, that 3rd band (2134812-2023-00023 vascband) was removed and a bp cuff was inflated around the forearm to keep pressure on the hematoma. Additional info from account received on 20apr2023: "it was not a device failure." Cardiac cath lab/CT supervisor rn. Related to 2 other complaints. 2134812-2023-00022, vascband. 2134812-2023-00023, vascband.

Manufacturer narrative:
Qn#(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. Lepu medical was notified of the complaint. No device history record review could be completed without lot number. Case details were reviewed. Customer stated "this patient had an angiogram with access on the right arm done the day prior and as a result was bruised on the right arm from fingertips to elbow. He came in the next day for a tavr procedure and was accessed on the right arm again. Cath lab had placed 2 radial pressure bands on the right wrist. Pt developed a hematoma above the bands (mid to upper forearm) no product was returned to vsi/teleflex for evaluation. It is unknown if any damages were present on the unit that could have caused the issue. Additional information was requested. No response was received. Per IFU, hematoma formation is identified as a potential adverse event. Also, the following warnings and precautions were noted - patients should not be left unattended while the vasc band is in use. - ensure correct alignment of the vasc band prior to use. - do not leave vasc band on for inappropriately long periods of time as tissue damage may occur - arterial pulse distal to the compression site should be monitored to ensure the artery is not completely occluded as arterial damage and/or thrombosis could occur. - over inflation of balloon >18ml could cause balloon damage, compromising the performance of the vasc band lepu medical is the supplier of the vasc band. Lepu was notified of the complaint. No specific analysis could be completed due to limited information.(ref 1) strict inspection is conducted at all stages of the production process. It is unknown what could have caused the adverse event. Based on the limited information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. The follow up report will be submitted after investigation.

Event description:
It was reported that: this patient had an angiogram with access on the right arm done the day prior and as a result was bruised on the right arm from fingertips to elbow. He came in the next day for a tavr procedure and was accessed on the right arm again. Cath lab had placed 2 radial pressure bands on the right wrist vascband and 2134812-2023-00022 vascband). Pt developed a hematoma above the bands (mid to upper forearm). Manual pressure was held for a while and then staff placed another radial band more so on the upper forearm. Eventually, that 3rd band (2134812-2023-00023 vascband) was removed and a bp cuff was inflated around the forearm to keep pressure on the hematoma. Additional info from account received on 20apr2023: "it was not a device failure." Cardiac cath lab/CT supervisor rn. Related to 2 other complaints: 2134812-2023-00022 vascband. 2134812-2023-00023 vascband.